Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a spinal fusion. Additionally, the spine was noted to have moved along with the awl and tap, resulting in difficulties finding the pedicle. It was reported that the site added an additional vertebrae to the fusion and that the procedure was delayed by ten minutes due to the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the crosshair functionality was not operating as intended. It was reported that the crosshair and anatomy would move when crosshair movement was set to on. When toggled to "off" the crosshairs remained stationary as expected. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was no reported impact on patient outcome.